Event description:
Pt reported obtaining a result of > 300 mg/dl (exact value not provided, while using the suspect device. Pt indicated that, based on this result, he delivered 25u of fast-acting insulin, and 30 u of long-acting insulin. Pt noted that approximately 4.5 hours later, they began "thrashing and kicking" in bed, after which he lost consciousness. Pt's spouse reportedly phoned, and when spouse was unable to reach him, spouse phoned emergency medical services. Pt stated that, upon their arrival, his blood glucose measured 34 mg/dl (on paramedics' blood glucose monitor). Pt was reportedly treated with an intravenous glucose solution, and transported to the hospital for additional treatment. Pt stated that, once hospitalized, a lab value revealed his blood glucose to be "a little over 100" (mg/dl). Pt did not provide the duration of hospitalization. Pt's current condition: "fantastic." Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.